Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: unknown date: the patient underwent fusion surgery in which rhbmp2/acs was used.pre-operatively, imaging studies confirmed severe, bilateral residual foraminal stenosis at l5-s1 with persistent grade 1-2 slip as well as degenerative disc disease with central disc herniation. As per operative notes,¿ the interspace was distracted to re-establish normal disc space height and the cages were carefully packed with previously prepared rhbmp2/acs and implanted under fluoroscopic monitoring bilaterally with excellent placement achieved. Thereafter, using standard technique and fluoroscopic monitoring, the pedicle screws of appropriate length and diameter were placed into the pedicles of l4 and l5 without difficulty, again utilizing the aid of the fluoroscopic navigation system.¿ the patient tolerated the procedure well without any intra-operative complications.